Event description:
The hcp reported a volume discrepancy at the first refill following implant. The expected reservoir volume was 2 cc and the actual reservoir volume was 11 cc. The second refill found a reservoir volume discrepancy of 2 cc and 18 cc. The hcp reports, the pt is asymptomatic, but has been taking oral vicodin as well. The drugs used in the pump are bupivacaine, clonidine and morphine. Add'l follow up with the hcp indicates, the pt did experience some increased pain. The side port was obstructed so they treated it by flushing it with saline. The pt recovered without sequela.

Manufacturer narrative:
.